Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the stapler did not fire. The surgeon was able to press the green button and unable to squeeze the handle. The reload was replaced to a new to complete the procedure. There was no patient injury.